Event description:
It was reported that the pt underwent a surgical procedure on (B) (6) 2008, for the treatment of stress urinary incontinence and a sling was implanted into the pt's body. Following the surgery, the pt experienced complications including erosion, formation of scar tissue, dyspareunia, and additional surgeries and neurologic compromise to her structures and tissues. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.